Event description:
The customer reported to baxter france that a buretrol IV, ball valve, administration set had the tube separated from the spike. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection was performed and the spike was observed to be separated from the tubing. The dimensions of the tubing and the spike were tested and they were conforming with product specifications. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.